Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the moab was missing. A field service engineer installed a moab that was used for another machine to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es moab missing. The customer stated that the malfunction occurred, so customer is using other pyxis to find medications for patients this was the only delay to go to another pyxis. There were no adverse events or injuries reported based on this event.